Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as there was no lot information provided.

Event description:
It was reported that during the use of the product, a "no message" alarm went off, then a "no disposable, pump won't run" alarm sounded. Even after the customer changed the pump to another one, the alarm persisted. So the customer changed the cassette to another one. At the time of the event, the patient had a headache, but recovered the next day. The reported event resolved.